Manufacturer narrative:
Updated: section b5 section d9 h6 evaluation code device code - remove a160106 method code - remove b17 and add b01 and b24 result code - remove c20 and add c13 component code - remove g07003 and add g07001 h6 device evaluation summary: it was reported that while in use on a patient, this pb980 ventilator compressor malfunction was displayed and the alarm "did not go off". The service personnel (sp) inspected the ventilator and confirmed the unit displayed a compressor malfunction alarm from logs. Sp performed extended self test(est). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The unit was allowed to ventilate on test lung for two weeks and no errors were observed. Review of the ventilator logs and repair details showed no evidence that the alarm did not sound. It is likely that the reported "alarm did not go off" is potentially meaning that there was a constant alarm. With the available information, the cause of the reported issue could not be determined. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused/contributed or is likely to cause/contribute to a death or serious. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated information: it was reported that while in use on a patient, this 980 ventilator compressor malfunction was displayed and the alarm "did not go off". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Review of the ventilator logs and repair details showed no evidence that the alarm did not sound.

Event description:
It was reported that while in use on a patient this 980 ventilator displayed a compressor malfunction with no alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.